Event description:
The customer reported that the insulin pump has a crack from the battery compartment across the top corners of the display. The blood glucose reading was 250mg/dl. The caller also mentioned that the device alarmed during the rewind/prime, was unable to detect the reservoir and just kept on priming. Troubleshooting could not be performed as customer request a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker. The unit was received with cracked battery tube threads, cracked display window corners and intermittent button response due to moisture damage keypad trace. Moisture on the electronic assembly was not noted.